Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device available for evaluation: "03-jul-2019" should be corrected to "07-aug-2019" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged with a longer lens due to low vault and glare/halos. The problem was resolved. Reportedly, the patient experienced "extremely bad" glares and halos that made her not able to drive at night. The cause of the event is reported as a patient-related factor.